Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) of 700 mg/dl. Customer was treated with intravenous insulin and saline . Reportedly, the issue was due to a kinked/bent cannula caused by a non-tandem infusion set. The customer was still hospitalized when they reported their issue to tandem technical support, so a release date could not be obtained. The infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.